Event description:
Reference MDR #1219856-2010-00508 for the first event involving the same pt. It was reported that the intra-aortic balloon (iab) was prepped, vascular access achieved, super arrow-flex (saf) sheath inserted into the pt's left femoral artery. As the md was inserting the iab into the saf sheath, the iab became stuck in the saf sheath. The iab got stuck in the middle of the sheath introducer. It was impossible to pull back the catheter, so a complete removal of sheath, spring wire guide (swg) and iab was necessary. There was no reported pt death or injury. Medical/surgical intervention was not required. There were no reported pt complications. The delay in therapy is listed as 15 minutes total. The pt outcome is listed as "fine." A third iab (iab-05840-u) was successfully inserted, however, there is no information available about the insertion site of the third iab.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.